Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 05/13/2015: additional product analysis testing on (B)(4) 2015 found no insulin delivery defect. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. The issue cannot be duplicated. Pump was returned with all of the keypad buttons operating properly and responding. No evidence of physical damage on keypad. Removed keypad to further investigate- no evidence of contamination found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional information received on 04/20/2015 changes the classification of the complaint to an adverse event. The reporter contacted animas, alleging that the patient had blood glucose levels greater than 500 mg/dl. The patient developed symptoms of increased thirst, increased urination, and headache. During troubleshooting, customer support (cs) found that this bg excursion was related to the previously reported under-responsiveness of the ok button, which was preventing the patient from priming due to the need to hold the ok button to complete the prime step. The patient was already in possession of the replacement pump but had not yet started to use it. Patient elected to switch over to the replacement pump at this time, and cs assisted with replacement programming.